Manufacturer narrative:
(B)(4) g2: foreign - france. Review of the most recent checklist determined the lid locking check failed due to the damaged lid seal. The device was scrapped. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. With given information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that upon receipt and diagnosis at the repair center, the battery housing had damaged rubber under the lid to such an extent that it caused the lid locking fail. Attempts have been made and no more information has been provided.